Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found the inner coil overtorqued inside the connector region consistent with procedural damage. A stylet could not be fully inserted inside the lead due to the overtorqued inner coil inside the connector region. The cause of the reported event was isolated to overtorqued inner coil consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-21255. It was reported the patient presented for initial procedure. During implant, the stylet would not insert into the atrial lead. The physician attempted to implant a second lead, but the second lead would not fixate in the atrium. The physician elected to use a third lead to complete the procedure. The patient was in stable condition.